Manufacturer narrative:
(B)(4). Evaluation summary pending investigation completion.

Event description:
According to the reporter, during a gastric bypass procedure, the surgeon completely fired the reload, but when going to retract the black return knobs, the knobs were easily retracted but the knife remained stuck in the advance position and the jaws of the reload could not be opened. The surgeon tried to load the reload which was stuck on the small intestine onto a different device but they could not remove it either. To correct the problem, the surgeon fired twice on either side of the blocked reload. One trocar was used to do these firings. However, to manipulate the stuck reload, the surgeon had to do another 5mm incision to place another trocar and place traction pinchers inside. Surgical time was delayed by more than one hour as a result of this device malfunction. No other adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs, a video, and one handle and one reload. The photos and video show a reload clamped on tissue with the knife bar advanced to the distal end. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. During functional testing, the reload was loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the reload was cycled without hesitation or binding and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Microscopic inspection of the instrument noted that the distal tip of the firing rod was deformed. Functionally, the instrument was loaded with pmv representative reloads. The instrument loaded, clamped and cycled. When the instrument return knobs were retracted the loading unit knife bar would remain advanced to the extreme distal end. Engineering evaluated the instrument and attributed this condition to a dimensionally non-conforming component within the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.